Event description:
Vessel sealer cut tissue without any problems, when not in use a warning sign came on screen stating vessel sealer failure, warning, blade may be exposed. The blade was not exposed. The surgeon removed it from the port and re-inserted the vessel sealer into the port, it failed the self check. The fault recovery option appeared and after pressing the fault recovery the vessel sealer began working again. Another vessel sealer was obtained to finish the case. The vessel sealer was not in contact with the patient during this event, no harm to patient.